Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3

Event description:
Reference number (B)(4) event occurred in canada it was reported that, the patient experienced issue with 3 infusion sets cannula being crimped on (B)(6)2024. The issue occured 3 or more hours after insertion, that led to an increase in blood glucose level of 26 mmol/l and treated it with correction bolus via multiple daily injections.. The site of insertion was located at abdomen no further information available